Event description:
Procedures: exploratory laparotomy. Evacuation of ascites. Lysis of adhesions. Explantation of previous biological mesh. Repair of recurrent ventral/incisional hernia with strattice mesh (16 x 10 centimeters underlay).